Event description:
The manufacturer received information alleging a ventilator service required condition occurred on the device. There was no harm or injury reported. During evaluation by a philips remote service engineer, the customer¿s complaint was confirmed. The device's system board and battery would need to be replaced by the customer to address the issue. The customer is taking responsibility in replacing the parts on the device and will contact philips if they any further assistance for this issue.